Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. Additional information received: about 5 recent cases with bleeding that required some sort of intervention- clip applier. The bleeding is not just oozing. The surgeon typically uses a black reload with seamguard, 2 gold and then 2 blue. It seems that the bleeding is coming from the gold reload. He does not go close to the pylorus, compresses a minimum of 15 seconds with 3-4 pulses, relatively slow. His technique has not changed from pre-covid shutdown. Tried green with seamguard with longer compression. 3 out of the 5 patients required a take back to the theatre and 2 required 2 unites of blood. The surgeon is a former tristaple user and use black reloads the whole way. The staples seem to be well formed. Bleeding seemed to be coming through the staple line. The gold bleeding across entire staple line, and sometimes the bleeding is delayed. The surgeon after initial compression, reopens jaws to release tension, then closes again. Post covid seems to be when issues started. The patients that had to return to theatre, the reoperations occurred the same day as initial procedure and the day after. The patient that did to go back, the clot was high on the diaphragm, and the ones that did go back he could not pinpoint a specific place the bleeding was coming from but looked like the entire staple line. The second surgeon experienced a post-op leak. The patient had a lot of adhesions. Leak was where green reload was used. Surgeon stated the tissue looked thin, so he went with a green. There were not issues intraoperatively including staple form. Does 280 bariatric cases per year. The second case was a sleeve. The third fire with a green reload is where issue occurred. Again, no issues noted during initial procedure. Maybe patient factors involved. The patient jumped up out of bed and lifted a heavy bag after procedure.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Provided. If further details are received at a later date, a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a sleeve gastrectomy, there was a post-operative staple line bleed. Drop in hemoglobin from 155 pre-operative to 110 post-operative. Patient complained of pain when breathing and a CT scan showed a clot on the staple line of the stomach close to the diaphragm. The doctor observed the patient for 24 hours before sending them home. No intervention was required and there was no bleeding observed at the end of the case. There were no patient consequences.